Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15630. It was reported pt experienced a cerebrospinal fluid (csf) lead due to a dural tear that occurred while the physician was attempting to implant a lead. A blood patch was performed. The lead was unable to be implanted due to scar tissue and the physician elected to abandon the procedure. The pt was asymptomatic following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.